Event description:
Retractor appeared to come apart and a wire lacerated the patient's liver. Additional information received (B)(6)2019 the customer reported the more proximal segment of the retractor had a wire protruding, went through the trocar fine-not protruding then, about the middle of the case, the patient's liver became lacerated. The patient is fine. Additional information received via email (B)(6)2019, the physician reported, the patient was a 51yo, female, 327 lbs, the medical interventions provided were cautery and surgical to the liver, the patient did not become hypovolemic or require a blood transfusion, the blood loss was less than 50ml. After the event the patient was medically stable, the device was removed and replaced, the laparoscopic sleeve gastrectomy was completed as planned. The facility did not report to the FDA.

Manufacturer narrative:
1129312: h4: device manufacture date: (B)(6)2014 h10: the following observations were made about the physical state of the device; the laser etching was faded, the memory wire had fractured completely at the proximal most segment piece, the distal piece of the wire was still secured in the distal tip and is visible and protruding slightly from the proximal face of the proximal most segment piece, the edges of the last couple segment pieces have been deformed from the segment pieces being bent the wrong way, and these deformed edges have formed an edge sharp enough to scratch a finger nail, and the sterilization sleeve was not returned with the complaint sample. Lastly, the proximal piece of memory wire is loose within the handle and the long solid shaft, and after minutes of trying to maneuver it out of the distal end of the long solid shaft, was unsuccessful. The faded laser etching indicates that this 5-year-old device was cleaned and sterilized several times and was possibly used for as much as 5 years prior to the complaint event occurring. The sterilization sleeve, which was not returned with the complaint sample is sold with the device 89-6112 to protect the flex components from damage. The memory wire failed from cyclical loading and unloading, known as fatigue, equivalent to wear. If a cyclically loaded metal is pushed down and returned to resting, like this device is designed to, the damage from fatigue is about half as much as when a metal is pushed down and up, then returned to resting. The times that the flex components where deflected in the wrong direction while in the relaxed state damaged the flex components, creating sharp edges where the flex components were not designed to experience compressive forces, and it accelerated the wear on the memory wire. When the memory wire fractures, it does not impair the ability for the device to be articulated into the shape it is used for retracting. The memory wire purpose is to maintain the relatively straight alignment of the device, in its relaxed state, so it can be removed from a trocar with ease. The fracture would have caused the flex components distal of the fracture to flop around relative to the components proximal of the fracture. The end user may have elected to continue to use the device several times after the memory wire fractured, since it may not have prevented movement through a trocar and would not have prevented articulation. The end user did not report that there was a loss of the memory function during the complaint event. In investigating the memory wire as the component that may have lacerated an organ, the proximal segment, which is loose within the handle and long shaft was attempted to be maneuvered into a position where it could protrude out the distal end of the shaft. The device was held at several angles and shook, but the investigator was unsuccessful at causing the memory wire to protrude out the shaft. This is because the shaft (92-2748) has guide holes inside for the memory wire and tension cables, and the loose memory wire could not be made to line up with this hole. Even if this attempt to make the proximal wire piece protrude was successful, the flex components distal of this location would have had to have been at an extreme enough angle to allow this wire to poke out and contact an external surface. Therefore, unless the complaint event was the same surgery where the memory wire fractured, the proximal wire piece, was most likely inside the handle and shaft, and did not lacerate the liver. The distal piece of memory wire is designed to be secured in the distal tip; the proximal end is designed to be loose so the device can articulate without creating axial tension in this wire. When a memory wire fracture occurs, the distal piece remains stationary. Only when the distal portion of flex components was brought to a high angle with the proximal portion of the device, did the distal memory wire piece protrude enough from this region to make contact with an outside surface. In this alignment, the wire was confirmed to be cable of scratching a fingernail, however the scratch was not nearly as bad as the scratch caused by the sharp segment piece. The segment pieces are designed to close in a single direction as the tension knob is turned and the device is articulated. The deformed edges on the first few segment pieces suggest that several times, while the device was relaxed (not articulated) the flex components were bent in the opposite direction. This deformation occurred enough times that the edge became sharp enough to scratch a fingernail, which is most likely sharp enough to lacerate a liver. In the articulated state, the flat surface of the adjacent segment piece does not allow this sharp edge to protrude much, however, in the relaxed state, and with the memory wire fractured and all the segment pieces distal of this edge now capable of forming a relatively large angle to the shaft, this sharp edge becomes protruding and capable of scratching a nail. The angle required for this sharp edge to become a protruding feature was much less than the angle that was required to get the distal end of the memory wire to protrude from this same location enough to make contact with something. Based on the physical evidence, the complaint failure mode is verified, the device had a sharp component that was confirmed to scratch a fingernail and was most likely sharp enough to lacerate a liver. However, it is more probable that the sharp edge of the segment piece lacerated the liver, as this edge was sharper, and the alignment required for this sharp edge to become a hazard is much easier to achieve inside the surgical field than the alignment required to get the distal memory wire piece to protrude from that same location. The most probable root cause of the complaint failure mode is customer damage. If the device is relaxed, and not protected by the sterilization sleeve, any impact to the flex components can force those components in a direction they aren¿t designed to move, and this could have occurred at any point and several times during cleaning, sterilization, storage, or surgical use. The damage to the flex components indicates that this type of impact did occur, and the device was not protected by the sterilization sleeve in those moments. The instructions for use (IFU) for this device, cf36-1828, instruct the end user ¿when sterilizing or storing device, always use protective sterilizing sleeve provided. Failure to use the sleeve may result in premature device failure. This device should never be folded or bent to fit into a small sterilization tray.¿ it also states ¿inspect devices before each use for broken, cracked, tarnished surfaces, movement of hinges, and chipped, or worn parts. If any of these conditions appear, do not use the device.¿ this device should not have been used if the memory wire was fractured and the memory function impaired as a result, and it should not have been used with sharp segment edges present. Conclusion(s): the most probable root cause of the complaint failure mode is customer damage. If the device is relaxed, and not protected by the sterilization sleeve, any impact to the flex components can force those components in a direction they aren¿t designed to move, and this could have occurred at any point and several times during cleaning, sterilization, storage, or surgical use. The damage to the flex components indicates that this type of impact did occur, and the device was not protected by the sterilization sleeve in those moments. Wear and fracture of the memory wire made an alignment possible where the sharp edge of the segments was capable of protruding enough to create a hazard, however, the root cause was the damage to the segment. H3 other text : h10 below.

Manufacturer narrative:
(B)(4). Event date was not provided, the date is the aware date. If further information becomes available a follow up medwatch will be submitted.

Event description:
Retractor appeared to come apart and a wire lacerated the patient's liver. Additional information received 26aug2019 the customer reported the more proximal segment of the retractor had a wire protruding, went through the trocar fine-not protruding then, about the middle of the case, the patient's liver became lacerated. The patient is fine. Additional information received via email 26aug2019, the physician reported, the patient was a 51yo, female, 327 lbs, the medical interventions provided were cautery and surgical to the liver, the patient did not become hypovolemic or require a blood transfusion, the blood loss was less than 50ml. After the event the patient was medically stable, the device was removed and replaced, the laparoscopic sleeve gastrectomy was completed as planned. The facility did not report to the FDA.